Event description:
The caller reports that the customer (husband) went to a routine physician appointment and was tested. His blood glucose result was 263 mg/dl on the accu-chek advantage system in comparison to the lab result of 64 mg/dl. The results were obtained within a ten minute timeframe. The customer was shaky. He ate peanut butter and crackers and drank milk. The customer's blood glucose result increased (unk result/meter). No adverse event reported. New system sent to customer and return requested.